Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the patient, and dilator removed, there was back-bleeding at the hemostatic valve. This was prior to catheter insertion into sheath. The sheath was exchanged to continue the case successfully. The valve where the catheter is inserted was back bleeding upon insertion of the sheath, prior to catheter being inserted. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The valve was back bleeding prior to catheter insertion. Not a lot of blood was lost, the sheath was quickly replaced after realizing there was an issue. The new sheath inserted and worked as usual. The event was assessed as a MDR reportable hemostatic valve separation issue.